Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
It was reported that the pump was moving in the pocket. An abdominal binder had be used to address the issue. It was stated that the event was related to the implant procedure. At the time of report, the event was considered ongoing. The device system was infusing morphine. About 1.5 months later, it was reported that the event had resolved without sequela. It was stated that the "pump was not moving like it was."